Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the alarms, the customer changed the pump supplies. The blood glucose (bg) level was not known for the past occlusions; however, it was reported to have ranged from 240 to 260 mg/dl. The high bg was addressed with a bolus via the pump. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.